Event description:
It was reported that the insulin pump had unresponsive buttons. The customer's blood glucose was 220 mg/dl. The customer stated that the anomaly started three days ago, at which point the buttons were intermittently responsive, but eventually stopped responding altogether. The customer had reverted to a backup plan and was treating with manual injections. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.